Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and was going to the ER. Additional information was received from a manufacturer representative (rep) clarifying that the patient was admitted to the hospital. When the manufacturer representative (rep) interrogated the deep brain stimulation (dbs), the nurse explained that the patient fell but there was no further information at the time. The patient was responsive and understood that the rep was only there to interrogate the dbs. It was explained that it was safe for the patient to have an MRI if needed and that the patient did have their patient programmer (pp) with them in the event that they needed to turn it off.